Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that due to a programming error of the right ventricular lead sensitivity in a pacing dependent patient the patient experienced syncope. The patient was seen by the physician and the device was reprogrammed to right ventricular bipolar sensing and sensitivity fixed. The device remains implanted.